Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that everything was working fine, and the patient needed to charge their implant, so they charged it to 60% and the controller charge level was 90%. The patient reported when they tried to increase stimulation they got ¿settings not available. Cannot provide your desired intensity settings (59)¿. The patient reported they had group a, b, and c and they tried increasing stimulation on all 3 groups, but go the settings not available screen. The patient stated that stimulation was on and they were at 3.2v, and normally would feel stimulation but didn't feel stimulation at all, and it was like nothing was working. The patient decreased to 0.0v to troubleshoot, and was unable to increase at all and got the ¿settings not available¿ screen right away. The patient was advised to contact their healthcare provider to have the device checked. The patient was also advised to charge the ins up to 100% and then attempt to increase stimulation. No further complications were reported.